Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the olympus sales representative who reported the event on behalf of the customer. The rep stated that the issue occurred intermittently over the past week. The rep mentioned that the problem happened after the scope was connected for 2 to 3 minutes. The rep recreated the issue by powering off and on the clv-190 but confirmed that the scope connected was not in use. Tac mentioned that the issue occurs on multiple 190 series scopes however, the customer told tac that the issue does not occur when using the 180 series scopes. A follow up was made and the rep suspected fluid invaded scope as the cause of the errors. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 and an e216 error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 error.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device, the root cause of the b30 error could not be identified. However, it is possible, the cause was related to a faulty internal board or a defect found in the connector of the light source side. Per the instructions for use: - never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage. - if an accessory of the video system center needs to be replaced, contact olympus to purchase a replacement. Olympus will continue to monitor field performance for this device.